Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the rewarming phase, the arctic sun device flow rate was decreased below 0.2~0.3 l/min. The customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. Then after all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8~1.9l/min. Per follow up information received via email on (B)(6) 2023, the occurrence date was (B)(6) 2023. The quantity involved and quantity to be returned was 1ea.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. A DHR review was performed but not required as the reported event is unconfirmed. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling/packaging review is not required as the reported event is unconfirmed. Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the rewarming phase, the arctic sun device flow rate was decreased below 0.2~0.3 l/min. The customer did empty pads several times, reconnected all four pads and checked any leakage from pads. But the flow rate did not go up and the alarm number 01 (patient line open) went off. Then after all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8~1.9l/min. Per follow up information received via email on (B)(6) 2023. The occurrence date was (B)(6) 2023, the quantity involved and quantity to be returned was 1ea. Per notification from investigator based on sample evaluation on (B)(6) 2022, it was reported that the kink was found in tubing during sample evaluation.